Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "discharged fault," "defib fault 72, " "defib fault 80," and "defib fault 108" messages. Complainant indicated that there was no patient involvement in the reported malfunction.